Event description:
It was reported that on (B)(6) 2025 the patient was seen in the cardiothoracic surgery office with symptoms of mild erythema and discomfort at the driveline exit site. There were concerns for driveline infection and the patient was placed on empiric doxycycline at 100mg twice daily. A culture was taken. On (B)(6) 2025, the patient was positive for pasteurella multicida. They had improved symptoms on their follow up on (B)(6) 2025 and (B)(6) 2025. The patient completed a 10-day course of doxycycline. On (B)(6) 2025, the patient presented to the emergency department status post mechanical fall with complains of more confusion (head computed tomography (CT) was negative), white blood cells 10.2, hyperglycemia, afebrile. Blood cultures were drawn and were positive. Antibiotics vancomycin and cefepime were given empirically. On (B)(6) 2025, the blood cultures were positive for pastruella mulocida and staphlococcus cohnii. An echocardiogram performed was negative for endocarditis. IV antibiotics were given for 14 days, then they were then transitioned to chronic suppressant antibiotics. There was no further bacteremia after the patient was on the chronic suppressant antibiotics, doxycycline.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.